Event description:
This is a loaner asset with no patient involvement and no complaint from end user. Upon inspection of the device the forceps elevator was found to have foreign material.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator was found to have foreign material. Other observations for the device are: due to a pinhole on a-rubber, water tightness is lost; due to deformation of scope (s) s-connector, water tightness is lost; objective lens, connecting tub, s-cover, s-connector, sc cover, universal cord, switch (sw) 1, and grip all have a scratch; adhesive around objective lens has wear; adhesive on distal end rubber coating (a-rubber) is detached; insertion tube ig protector has a cut; s-cylinder is shaved; forceps channel port has a dent; control unit is dirty; right/left knob is dirty; connecting tube has a wrinkle; due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value and there is out of standard play of the knobs; distal end cover (c-cover) is dirty; and light guide lens has scratch and adhesive has wear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Since the device is an olympus loaner asset returned by the customer without any malfunction reported, there is no record of reprocessing information available from the customer. However, there could be a possibility of device being used for a procedure while foreign material was present on the device.

Event description:
Addendum feb 9, 2023: the identity of the foreign material is not known. This medwatch was submitted for the reportable issue of the presence of foreign material on the device forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. There was no record regarding reprocessing for this device since it was an asset return but it is likely that reprocessing steps were not fully performed at the user facility prior to return. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.